Event description:
Pt had first of two r shoulder surgeries in 2003 and a breg pain care 3200 was placed by surgeon. Pt now alleges that he has glenhumeral chondrolysis in the r shoulder. Pt has had additional surgeries since initial surgery.